Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim/fading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/30/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the complaint, the bolus button cover was torn. The bolus button response was appropriately responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.